Event description:
Pt with history of lung cancer and hypertension. Had a right pleural effusion. During procedure of inserting pleurx catheter pt developed a pneumothorax with subcutaneous emphysema.